Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 29/may/08. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion is a surgical/ physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Reported as erosion. Follow up with the doctor reveals: "this pt had acute onset dysphagia. An endoscopy showed a posterolateral band erosion. The entire lap-band and port were removed and not replaced."